Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Dates estimated d4: a partial UDI was provided as the lot number is not known. Attachment: medwatch report.

Event description:
The following information was reported via a medwatch report: "polymer jacket separated from the wire during the procedure and was retained. No injury to patient." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent patient effect appears to be related to the operational context of the procedure. It was reported that the guide wire¿s polymer separated during the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported material separation cannot be determined. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 correction: date of event update from 9/1/2024 to 9/26/2024. D9 correction: device available for evaluation updated from ni to not returning. E1 correction: initial reporter updated from othon cardelle, risk manager to dr. (B)(6), physician.